Event description:
It was reported that when trialing we noticed a crack in the size 5 9mm trial.

Event description:
It was reported that when trialing we noticed a crack in the size 5 9mm trial.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown size 5 9mm trial. When completed, the evaluation summary will be submitted in a supplemental report.